Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 30 mg/ml of morphine at 14.897 mg/day via an implantable pump for other chronic/intractable pain (trunk/limbs) and spinal pain. On (B)(6) 2017, it was reported that, on (B)(6) 2017, the patient's pump began to critically alarm and safe state was confirmed. The pump logs had been checked and the pump was reprogrammed down to simple continuous. The patient began to experience diarrhea, vomiting, shaking, and general malaise. The symptoms were considered a sudden change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient's pump was restarted as instructed by technical services. The patient was given a small bolus to alleviate his withdrawal symptoms and sent home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the safe state was undetermined. The pump was reprogrammed and the safe state was resolved.